Manufacturer narrative:
On 08/20/2019, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prostheses implantation with unspecified mentor breast prostheses and suffered several unexplained systemic symptoms. Patient did not specify symptoms. She stated that she has been sick with ¿all sorts of things¿ ever since getting her implants in 2014. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch report is for the patient¿s left breast prosthesis.